Manufacturer narrative:
This lv lead was discarded at the hospital, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that a few days after the implant procedure this left ventricular (lv) lead dislodged. Attempts were made to reposition this lv lead, but due to patient anatomy was not successful. The decision was made to implant a new lv lead. There were no adverse patient effects reported.